Event description:
It was reported that the patient had driveline communication fault alarms last night. The alarms did not resolve when placed on wall power, when switching batteries, when checking connections, or with a self test. A system controller exchange was performed. Log files recorded a driveline comm fault associated with a (f20) com_b_fault at 21:52:57 on (B)(6) 2025. Motor function was not affected by this event. As of (B)(6) 2025, the patient was discharged after no further alarms were observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log files. On 08sep2025, the log file captured active driveline communication fault alarms due to comm a faults. The alarms were active for the remainder of the log file until the system controller was exchanged. The driveline communication fault alarm did not impact the system controller¿s ability to support the pump and there were no other notable events were captured in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The system controller (B)(6) was not returned for evaluation. The provided information indicated the controller exchange resolved the alarm and the patient was discharged. A root cause for the reported event was not conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.